Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a manually entered blood glucose of 441 mg/dl while awaiting pairing of a freestyle libre 3 plus sensor after the prior sensor was dislodged, and the patient was advised that a cartridge/infusion set change might be needed; troubleshooting and education were provided, and glucose later returned to 174 mg/dl. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included call-based troubleshooting, review of reported blood glucose values, and guidance on sensor pairing and potential infusion set replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with contributing factors possibly including loss of cgm data due to a knocked-off sensor and a potential infusion site issue; the ilet displayed 441 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.